Event description:
Etad that was applied (B)(6). The foam piece that lies above the upper lip was noted to have become non-adherent on one half of the device which led to pressure on the patient's upper lip. Etad changed and there are no more signs of redness.